Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa start date 2018. It was reported (B)(6) 2020 that the patient began to have redness and drainage at the stoma site. Patient was diagnosed with stoma cellulitis and prescribed oral antibiotic keflex 500mg, 3 times a day for 7 days. The patient finished the antibiotic on (B)(6) 2020 and the stoma site had improved.